Manufacturer narrative:
All buttons function properly however moisture damage was found on keypad traces. No rolling, ramping numbers on their own or scrolling bar moving anomaly noted during testing. No button error alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the numbers kept rolling and would not stop scrolling during bolus. The customer reported that she received a button error alarm. The customer's blood glucose was 410 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.